Manufacturer narrative:
Traacking #.43812. Date sent: 11/10/1998. D5; h4: info not available, device not returned for analysis.

Event description:
It was reported that the device was used during an unk procedure. It was reported by the affiliate that the device jammed after the first firing. There was no pt consequence.